Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Implant date is estimated to have occurred in 2015 further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up, episodes of oversensing resulting in patient syncope were observed. The device was explanted to resolve the event. The patient was stable.